Event description:
It was reported that the brakes for the (B)(4) rollator are not functioning. (B)(6) 2014 provider called back advising brakes were not broken, just loose. They tightened the brakes for end user.